Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer went to the emergency room and subsequently hospitalized with a blood glucose level of 1000 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2026 with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.